Manufacturer narrative:
Device received with missing display window cover. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the tape strip above the screen of the insulin pump was missing and the insulin pump had failed because of this issue. No harm requiring medical intervention was reported. The device will be returned for analysis.